Event description:
A pt reported that they were not able to adjust their device in regards to stimulation. A "call your doctor" icon was displayed. A "power on reset" condition was noted. The pt's outcome, in addition to what actions/intervention in regards to resolution were not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).